Manufacturer narrative:
The device was not returned for evaluation. Therefore, we're unable to conclusively determine the root cause of the reported incident. It is unknown if the devices were checked prior to use. The safety balloon is intended to inflate when excess pressure is applied to the internal carotid balloon to reduce the possibility of injury by over-inflation. It is possible the balloon was over inflated or inflated too rapidly and resulted in the safety balloon inflating instead of the internal carotid balloon. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. Note: this is report 2 of 2 related to the second shunt used in the event. Report 1220948-2024-00018 was submitted for the first device involved in this event.

Event description:
It was reported that two pruitt f3 carotid shunts had a defect in the tubing that caused inflation in wrong part of tubing leading to underinflation of the fixated balloon which caused dislocation of the shunt and bleeding during a left carotid endarectomy procedure. They are unsure if the devices were checked prior to use. No other injury was reported to the patient. Note: this is report 2 of 2 related to the second shunt used in the event. Report 1220948-2024-00018 was submitted for the first device involved in this event.